Event description:
It was reported that the product under dosed. Per reporter, the event occurred while in patient use, during infusion. No patient harm/adverse event was reported.

Manufacturer narrative:
E1: city (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. It was stated that the product is underdosage. Event occurred while patient use, during infusion. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damaged was found on the device. Event log confirmed that no miss setting, or other errors related to delivery failures were identified. Could not confirm the customer reported issue. The pump accuracy was within specification. Performed all function test and all passed.